Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8305857. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted was found to be leaking from the junction point of the extension tubing and the connector body. Our engineers determined the root cause for this occurrence is an over application of force by a component in the manufacturing machinery responsible for feeding the metallic cuff into the adapter. This damage sustained creates a small opening allowing for he development of a leak. To prevent the reoccurrence of this issue our facility has decreased the inspection intervals on the alignment and cam angle checks by maintenance personnel, and introduced a zero tolerance policy for similar defects found during the inspection process, the machinery to be stopped, inspected, and repaired if any instance of this issue is identified.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system a hole was found in the tubing. Blood was leaking from the hole at the tubing after withdraw. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it was found blood leakage at tubing after withdraw the needle, a small hole in the tubing was observed by naked eye. The edge of the small hole was neat, excluding external force extrusion leading to tubing broken.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd intima-ii¿ closed IV catheter system a hole was found in the tubing. Blood was leaking from the hole at the tubing after withdraw. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found blood leakage at tubing after withdraw the needle, a small hole in the tubing was observed by naked eye. The edge of the small hole was neat, excluding external force extrusion leading to tubing broken.